Event description:
It was reported to philips that the geometry movements were not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of the reported event. The philips field service engineer (fse) inspected the system on-site and found that the geometry movements were not working. Analysis of the log file showed an error: motorized movement is not available. Upon troubleshooting, the fse determined that the power supply of the geometry frame had an intermittent failure in the 24voltage line (24v output fault). To resolve the issue, the fse replaced the power supply of the geometry frame (pdu single phase distribution unit). The defective pdu single phase distribution unit was returned to philips for failure analysis. The cause of the pdu single-phase distribution unit failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the pdu single-phase distribution unit by the field service engineer resolved the reported issue and restored the functionality of the system. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the routine checks have been satisfactorily completed. Therefore, as the device was not in use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.